Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown as the provided medical event date of (B)(6)2021 is before the device manufacturer date of 5-mar-2021. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the librelink, a ¿replace sensor¿ message was received on the adc freestyle libre sensor after 9 days of wear. The customer was unable to obtain a sensor reading and experienced a loss of consciousness and fell "3 feet down" resulting in a broken right ankle. The ambulance was called and the customer was transported to the hospital where an unspecified blood glucose reading was obtained. The customer was diagnosed with hypoglycemia and underwent surgery. The customer was hospitalized and received unspecified medication. There was no report of death or permanent impairment associated with this event.